Event description:
Healthcare professional reported left side deflation and exchange of textured device due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange of textured device due to patient's concern with product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ black particles observed outside the device.

Event description:
Healthcare professional reported, left side deflation. And exchange of textured device, due to patient's concern with product. The device has been explanted.